Event description:
In (B)(6) 2010, caller had an hernia repair of the abdomen. According to her medical report during the procedure, a stratus mesh patch was inserted. Soon after she started experiencing pain, pulling, abdominal cramps, and bowel difficulties. She visited her doctor to complain about her symptoms and was informed after several tests that the hernia came back and bigger in size. In (B)(6) 2011 she had a second surgery and was informed that she has an alloderm mesh and not stratus and it is tangled around her small intestine. The mesh was removed.

Event description:
Additional f/u info received from reporter on (B)(6) 2014. I had to have 2nd repair to remove strattice patch on (B)(6) 2011. Did not hold; caused a lot of pain, pulling and return of hernia, lump twice as large. Bad strattice mesh patch causing to be remained twisted in abdomen. See scanned pages.